Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.

Event description:
It was reported when using an unknown bd eclipse¿ blood collection needle made a hissing sound as blood was being drawn from patient, and blood splattered. The following information was provided by the initial reporter. The customer stated: "pt got her blood drawn in the lab, needle was burning, vacutainer was hissing as the blood was pulling, blood splattered"

Manufacturer narrative:
The following fields were updated due to corrected information: e.1. (B)(6). H.3. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using an unknown bd eclipse¿ blood collection needle made a hissing sound as blood was being drawn from patient, and blood splattered. The following information was provided by the initial reporter. The customer stated: "pt got her blood drawn in the lab, needle was burning, vacutainer was hissing as the blood was pulling, blood splattered."